Event description:
Boston scientific crm received information that during a follow up visit, it was noted that this pacemaker had gone from greater than 5 years longevity remaining to 3.5 years longevity remaining within six months time. The daily measurements were stable with auto-capture less than 2.0v and stable impedances at about 500 ohms. However, on (B)(6) 2010, the ventricular impedance was 100 ohms less the previous six month follow up and the voltage was at 3.5v. The print outs were sent to boston scientific crm technical consultants for review. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. A boston scientific crm technical consultant reviewed the print outs and discussed that most likely, the sudden change of the battery longevity was due to the impedance change: lower impedance, less longevity. A memory download was recommended for confirmation. Should additional information become available an amended report will be submitted.